Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of intravia container, empty 500 ml capacity had a particulate matter floating inside the solution. This was identified after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.